Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen4781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the end of the micro-introducer peeled back when attempting to advance into patient's vein. No other information was provided.

Event description:
It was reported that the end of the micro-introducer peeled back when attempting to advance into patient's vein. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed. One 4.5 fr microez microintroducer was returned for investigation. Two photo samples were also provided and appeared to depict the same device and deformation as the returned physical sample. A slight curvature in the microintroducer shaft was visible. The sheath tip was observed to be deformed. Microscopic observation of the deformed region on the sheath tip revealed it to be buckled inwards. Wrinkling in the material was present proximal to the buckled region which suggest the device experienced advancement against resistance. No significant deformation on the dilator tip orifice was noted. A review of the manufacturing and device history records (DHR) did not reveal evidence to suggest a manufacturing related root cause contributed to the reported event. The transition of the microintroducer into the insertion site likely contributed to the damage present on the sheath. The instructions for use (IFU) states, ¿using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ a lot history review (lhr) of reen4781 showed no other similar product complaint(s) from this lot number.